Manufacturer narrative:
H3: product analysis of product: 9560100, lotno:1201219 - during the incoming inspection, the requested phenomenon was observed, the scratches on the outer tube, the broken inner lens, and the coupler was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: item no:9560100, lot no:1201219. During the incoming inspection, the requested phenomenon was observed, the outer tube was damaged, the inner lens was damaged, and the coupler was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from hcp via a manufacturer representative regarding a patient undergoing endoscopic herniectomy for lumbar disc herniation. It was reported that the endoscope lens became white & blurry during usage. No patient symptoms were reported. There were no further complications reported regarding the event.